Event description:
It was reported that the right atrial lead dislodged due to loose tie down sleeve. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on helix/lobe mechanism and all conductors(not obstructed). Outer insulation breached cut.